Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pulse generator could not be tightened fully. Upon attempting to remove the setscrew, it was noted that the setscrew had failed to be loosened. The pulse generator remained implanted with normal readings. The patient was stable throughout the procedure.